Event description:
(B) (4) crm received information that at the one week post-implant device check, the patient reported feelings of pre-syncopy. It was found that the right ventricular lead had dislodged. Following the lead revision, the patient is reportedly doing well.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.